Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii 24gax0.75in prn slm had leakage. The following information was provided by the initial reporter: when the anesthesiology instructor was using it, he noticed that the indwelling needle was leaking blood.

Manufacturer narrative:
A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information available.